Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be inflated, and fluid loss was observed. During evaluation, a hole was identified in the tubing leading to the reservoir. The device was removed and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.